Event description:
On (B)(6) 2010 a neurotherm employee received a call from the facility reporting a pt second degree burn after the procedure was completed at the location near the grounding pad location.

Manufacturer narrative:
(B)(4).